Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that communication could not be established with a vns generator. It was initially believed that the site's serial adapter cable was the cause of the communication error; however, further investigation indicated that the programming wand was most likely the source of the communication problem. The physician's programming wand has been returned for analysis, and a new programming system has been sent to the site.